Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the ethernet cord was repeatedly shearing, causing intermittent connection issues. The customer requested a protective box or cover to prevent further damage. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) contacted the customer and advised them to have hospital it install a new network drop on the wall. The customer confirmed they would reach out to their hospital it department to resolve the issue. The system functioned as intended after the customer resolved the issue.